Manufacturer narrative:
The nurse at the wound care center indicated that they were seeing the pt every 1-2 weeks with the home health agency doing the majority of the dressing changes. The nurse further indicated that the wound care center does not have a policy to count the pieces of foam placed in the wound and document that number on the dressing and in the pt's record. The nurse at the home health agency indicated that there is a procedure in place nurses to document in the pt's record the number of pieces of foam placed in the wound and the number of pieces that are removed. The nurse further indicated that there was good compliance documenting the number of pieces of foam placed, but poor compliance with the number of pieces of foam removed. The nurse also indicated that with several different nurses at the home health agency doing dressing changes and the wound care center doing dressing changes as well, it was impossible to tell when the foam was left in. V.a.c. Labeling states under "warnings": "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart". It also states: "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events".

Event description:
An obese pt was receiving v.a.c. Therapy on a non-healing hysterectomy incision; the pt had undergone the hysterectomy in 2007. The pt's wound was re-opened and v.a.c. Therapy was initiated three months later. The wound progressed well and v.a.c. Therapy was discontinued in 2007. After v.a.c. Therapy was discontinued an alternate dressing (non v.a.c., non kci dressing) was placed and the pt was doing the dressing changes herself. The pt returned to the wound care center complaining that the wound was continuing to drain. The wound care nurse evaluated the wound and believed there was an abscess because there was a "boggy area" in the center of the incision. The physician ordered an ultrasound and the decision was made for an open debridement which occurred the following year. Several pieces of a foreign body were excised and identified as granufoam. The pt's wound is healing without further problems.